Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands did not work during the procedure. Block h10: investigation results the speedband superview super 7, the ligator head, and an extension tube were returned in its original opened pouch and were analyzed. A visual evaluation noted that the crimp was present on the tripwire. The tripwire was completely rolled around the spool of the handle. There was evidence that the trip wire was not secured in the handle assembly slot, as there were no drag marks found. It was noted that the ligator head found four bands present and the bands were moved out of their their original positions. Some of the ligator teeth were bent. Additionally, the suture was attached to the distal loop of the tripwire; however, it was not connected to the ligator head. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the trip wire was not properly secured in the handle slot indicated in the step 8. Additional information: b5

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device was attempted to use; however, it did not work. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received in (B)(6), 2020*** it was reported that the anatomy location was in the esophagus during a band ligation procedure. It was also noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device was attempted to use; however, it did not work. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.